Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
Customer received intermittent ise high flier results. Results for one patient sample were provided, the following potassium result was discrepant: initial potassium result 5.9 (accompanied by a data flag), repeated twice gave 5.8 (accompanied by a data flag) and 3.8 mmo/l. The errant patient results were not reported out and there was no harm or delay in patient treatment as a result of this incident. Sample type was plasma, electrode lot numbers were not provided. The field service representative found a clogged internal standard nozzle was the cause. He cleaned and unclogged the internal standard and diluent nozzles and reprimed ise fluids. To verify analyzer operation, the field service representative performed calibration and qc which were within manufacturer's specification.